Event description:
A surgeon reported that the optic and haptic of an intraocular lens (iol) was damaged in the wagonwheel packaging. There was no pt involvement.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken/torn at the locking mechanism of the lens case. The broken portion of haptic was returned outside the well area of the lens case at the locking arm mechanism. Optic was torn/split/cracked over a post of the lens case. No other damage was observed. There have been no other similar complaints reported in the lot number. All products are 100% inspected prior to product release and this damage exceeded acceptance criteria. (B)(4).